Manufacturer narrative:
Results: visual inspection revealed one of the extensions had wires broken/pulled off the contacts in the header, and a kink with multiple wires broken. No broken wires were observed for the other extension, but an electrical open was found in channel 1. The reported event was confirmed. Additionally, the findings would be consistent with an overstress condition the extensions were subjected to while implanted in the pt. This device is not approved for sale in the united states, but is similar to a united states marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two extensions from the same lot number. It was reported the pt (B)(6) underwent surgical intervention to revise their dbs system. A system diagnostics had revealed multiple lead contacts with invalid impedances. It was determined during the procedure that the issue was caused by the lead extensions. The physician replaced the pt's extensions and the issue was resolved. The pt reported receiving effective stimulation therapy postoperative.